Manufacturer narrative:
Three sensors opened/used enlite sensor were evaluated and tested. One of three sensors failed per specification, no isig readings detected. It was tested with lab transmitter for proper use and operation using tools and transmitter passed per specification. The second sensor was put through the bicarbonate buffer test and it failed per specifications due to low readings. Found sensor broken. The third sensor was found broken with broken part missing unable to confirm if customer received sensor damaged due to customer returned opened/used.

Event description:
Customer reported via phone call, the sensor has had inaccurate readings. Customer's blood glucose was unknown. Customer stated sensor reading were lower the actual readings. Customer is returning the sensors for analysis.